Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic supracervical hysterectomy and bso due to fibroid uterus, menorrhagia, and sui.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infections, vaginal bleeding, vaginal scarring, dyspareunia, urinary/bowel problems and recurrence. It was reported that patient underwent mesh removal on (B)(6) 2016 by dr. (B)(6) at (B)(6) center due to mesh exposure into the vagina.